Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the p/n 9320 low flow air/oxygen microblender; the unit's left flow meter knob is broken. The customer reported the 2-16 liters per minute (lpm) does not work. The customer reported there is no patient involvement associated with the event.